Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse event - disability or permanent damage box unchecked. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with mild tortuosity and mild calcification. The balance middleweight (bmw) guide wire was used to wire the lesion. Pre-dilatation was performed and a non-abbott stent was implanted. After post-dilatation, the bmw guide wire and the balloon catheter were removed. During removal of the guide wire, resistance was noted with the anatomy and the coils of the guide wire appeared to un-coil. The tip of the guide wire separated and remained downstream, in a non-significant branch. The separated tip was left in the anatomy. The procedure was completed and the patient was stable. No additional information was provided.